Event description:
During a check-out procedure of a ventilator at the manufacturer's service center, an error code indicating the device's internal battery was not charging was found in the ventilator's downloaded error log. The device was not in patient use. The device's power management board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a service required alarm condition indicating charging issues was observed in the device's downloaded event log. The device's power management board was replaced to address the issue. The power management board was returned to the manufacturer's product investigation laboratory (pil) for further investigation. The pil technician tested the component and was unable to duplicate the failure. The component was found to operate as designed. The component was scrapped.